Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was getting shocks. There was no patient injury. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by. External inspection found the unit in good condition. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.